Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to implantable pulse generator (ipg) migration. The patient underwent a revision procedure wherein the battery pocket was revised and the ipg was sutured into place. The ipg remains implanted, and patient was doing well postoperatively.